Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information was received indicating the patient was discharged after an uneventful generator change. The patient developed significant nausea, vomiting, diarrhea and weakness at home and was brought to the emergency room. The patient was found to have an inferior wall st elevation myocardial infarction and underwent an emergent cardiac catheterization. The patient subsequently developed cardiogenic shock which led to multiorgan failure and profound metabolic acidosis. The family decided to withdraw support and the patient died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
(B)(4).

Event description:
An implantable cardiac defibrillator was returned with no information. Further review of the manufacturer's database indicated the patient is deceased and died four days after device upgrade. The cause of death has been requested and not received.